Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ based on the condition of the device and the manufactured date, investigation believes that either age deterioration or physical stress applied to the device caused the reported failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, a broken video connector pin was discovered and causing no image on the scope. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the visera elite video system center would not display an image during use. There was no patient harm or consequence reported as a result of this event.